Manufacturer narrative:
Mesa performed analysis of the confirmed retain false positives and determined that contamination of manufacturing areas was the root cause. Corrective actions have been identified and implemented to control and ensure that contamination events are addressed. No adverse event occurred. Information reported by user is being reported as required by 21 cfr 803.

Event description:
Tested a patient with the accula and their result was positive. They retested the patient with an antigen test as well as a sent out pcr test and both tests were negative. Information reported by user is being reported as required by 21 cfr 803.